Event description:
It was reported that the patient experienced significant pain and had to undergo a microdisc procedure. Per the physician the patient had to have an explant of the vertiflex implant in order complete the microdisc procedure to address a disk bulge. The vertiflex device was sent to pathology and is not available for analysis.